Event description:
It was reported that attachment was stuck. It was reported that there was no patient impact.

Manufacturer narrative:
H3:evaluation determined that the reported malfunction of attachment stuck was confirmed. The likely cause of failure is due to burr was stuck. It was also noted that output bearing was corroded, laser markings and color bands are faded, distal bearings are detached, tube has excessive corrosion and drive shafts are pitted. Aware date is based on product analysis date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.